Event description:
(B)(6). According to the information received, an end user reported that she used a catheter that had a thick, cloudy saline solution in the packaging. When the catheter was inserted, it got stuck inside of her and she could not get it out. Once she was able to remove the catheter, she thought she saw blood and pink tissue inside of the catheter.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.